Event description:
Note: this MFR report pertains to one of four device complaints that occurred during the same procedure. Refer to MFR report #3005099803-2009-04067, #3005099803-2009-04068, and #3005099803-2009-04070 for the associated device reports. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. (Female pt, 75+ years). According to the complainant, during the procedure, there was great difficulty getting all four clips out of the catheter. Two clips did not deploy from lot #'s 0ml9040613 and 0ml8020411. Two clips fell over sideways while still attached to the delivery system; they did not deploy accurately and were left inside the patient. It is unknown in which order the clips that failed were used. An additional three clips were used successfully to control the bleeding. The scope was not in retroflex position. No patient complications were reported as a result of this event. Post procedure, the patient's condition was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).